Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported by the contact that the customer received an occlusion alarm and the fill estimate reading was inaccurate. The customer's blood glucose level was 206 mg/dl. A pump system check was performed. The cartridge and infusion set tubing were found to be operating as expected. There was no damage noted to the cannula. After loading a new cartridge, the fill estimate was accurate. The customer was to continue to use the pump to manage diabetes.